Event description:
Gynacare prolift was inserted in 2008 to repair pelvic organ prolapse. It has resulted in the following complications: infection that has not gone away in 3 months. Mesh is migrating and displaced urethra. Developed a multitude of bladder and other urological disorders not present prior to the mesh insertion - e.g., stress incontinence, overactive bladder and acute cystatis, pain in lower abdomen and lower back-. A specialist will remove the mesh in 2009. He has made it clear that the problems may, or may not go away, after surgery. I am currently under treatment to assist with overactive bladder symptoms that previously did not respond to three of the major prescription drugs: vesicare, enablex, and sanctura. Specialist -surgeon-will decide at the time of surgery, which will be the best approach to correct problem after mesh removal.